Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, around 5:30am, the patient woke up to a cgm reading of 40 mg/dl. The patient stated she never received an alert notifying her of her hypoglycemic state. No bg meter reading was taken. The patient then went to get something to drink, but in the process, the patient fell and lost consciousness. It was reported the patient woke up on her own in a garbage can. The patient stated she also had blood all over her face and in her hair. The patient did not seek any assistance from a higher level of care once she regained consciousness. The following week, the patient had a doctor¿s appointment at her pain clinic, and the patient was diagnosed with a severe concussion from the fall that occurred the week prior when the patient lost consciousness. She was advised to avoid bright light to avoid getting a headache, however, no medication or treatment was provided to the patient. She retuned home that day. A few weeks later, the patient then went to the hospital for another check-up, and it was recommended the patient have a CT (computed tomography) scan done. The patient had the scan and was then sent home. The results of the CT scan were not reported. The patient was not given any medication or treatment at this time. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.